Event description:
It was reported an asymptomatic patient presented in clinic for follow up after receiving inappropriate high voltage therapy due to t-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.